Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at the time of incident was 40 mg/dl. The customer reported that when they came in work and they got low and said they were down to 70 they ate then gave another alarm that they were 40 and got time to another calibration and did it. Customer stated that the cannula was bent. Customer was not using auto mode at the time of reported low blood glucose event. The insulin pump will not be returned for analysis.